Event description:
Reportedly, pressing enter while in the commentary zone (patient screens) is ineffective. As soon as we enter a new letter, it returns to the previous row.

Event description:
Reportedly, pressing enter while in the commentary zone (patient screens) is ineffective. As soon as we enter a new letter, it returns to the previous row.

Manufacturer narrative:
Based on r&d analysis, the reported issue was confirmed. Enter key is no longer effective in the patient "comments" section, multiline is still supported, it is only the manual entering of a newline that does not work. The reported behavior was likely introduced when support for ime characters was removed from editable fields in the programmer web interface. The cause of the reported issue is due to a software bug. This case is recorded for trend purposes.